Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: dtba2d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, oversensing, abnormal/rising impedance, impedance spike, and was possibly fractured . The physician suspected the noise was due to a rv lead rupture. The physician also indicated the right atrial (ra) lead showed increased pacing thresholds, impedance spike, varying impedance. Atrial oversensing and noise were also observed on the stored episodes, where some oversensing was due to far field r-wave (ffrw). The ra lead was also noted to possibly be ruptured. It was noted by the physician during the revision procedure that the main extrathoracic subclavian vein was occluded by the three chronic leads. The rv and ra lead were capped, abandoned, and replaced. No patient complications have been reported as a result of this event.